Manufacturer narrative:
Visual inspection found that the returned instrument contained two separate irregularities. One of the locking tabs has been completely removed/broken as well as a small section of the distal tip is no longer attached. The detached fragment which was removed from the patient, is approximately .100" in width by .330" long. It's manufactured from 455ss (stainless steel) which is processed and certified to astm a564 specifications. The second instrument is of the same product part number/description but contains a separate identifying lot number. 7340101 manufactured in 10/7/2014. The evaluation found that the extender shaft had fractured between the most proximal area of the tab and the .225" rod channel. The irregularity begins approximately 1.700" from the distal tip and travels down at a slight angle to the .225 rod channel. The fractured section remains attached to the remainder of the instrument. An evaluation of both returned screw extenders found no manufacturing, processing or design related irregularities. The instruments were found to be properly manufactured and released in accordance with the device master record. The examination found that the devices most likely failed due to excessive lateral force put on the distal tip. This excessive force may have been imparted directly to the device during manipulation, removal during surgery or by an improper attachment to the screw.

Event description:
When the surgeon conducted a surgery from l1 to t11, he noticed the extender at t12 had broken spirally. The one at t11 also broke just after final tightening the set screws and left some debris. The surgeon successfully removed all debris without issue. Nothing was left in the patient.